Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by an employee at a doctor's office that the customer got hospitalized due to low blood glucose the customer's blood glucose levels are unknown at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed and no further information was provided as the customer could not be reached. The insulin pump will not be returned for analysis.